Manufacturer narrative:
The sample was returned for evaluation and was found to have a tiny cut in the seam area. This seam area is on the back of the packaging and meets with the top seam. All of the packaging silk screening is still clear, legible, and not faded. It is possible that a sharp object may have punctured the packaging, however the end user stated that the ice pack was (squeezed) when the instructions clearly indicate that it should be folded, shaken, then wrapped in a cloth. The root cause of this issue is unknown. The customer complaint has been confirmed. No additional information is available. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
It was reported the end user experienced a reaction from an ice pack. The end user stated the ice pack that was squeezed to activate it, leaked on her left breast after a biopsy. According to the customer, she noticed the blisters and imprint of the ice pack on her breast the next day. The end user reported she went to her physician regarding the incident and was prescribed an antibiotic and a topical cream for the reaction. The customer sent pictures of her left breast related to the reported event. No additional information was provided related to the reported incident. The sample has not been returned for evaluation. Due to the need for antibiotics and a topical medication and in an abundance of caution, this is an MDR reportable event. The sample is available to be returned for evaluation. If additional relevant information becomes available a supplemental MDR will be filed.

Event description:
It was reported the end user experienced a reaction from an ice pack.